Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and left ventricular (lv) lead were removed approximately three weeks post-implant as the pocket incision had dehisced. No further patient complications have been reported as a result of this event.